Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through the process of filling and loading a new cartridge on the pump, after which the issue was resolved as insulin was seen at the end of the tubing upon completion.